Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of failed volume test during preventative maintenance was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 10 ml on the last day of customer use, however the recommended parameters for flow accuracy testing outlined in the spectrum iq installation and maintenance manual are a rate of 40 ml/hr and vtbi: 20 ml. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.